Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while creating anastomosis when connecting the colon and rectum in a robotic laparoscopic colon resection, the device partially fired. Some of the staples were still straight and loose staples were around the anastomotic area. The surgeon had to hand suture over the anastomosis because the staples did hold and to ensure that the patient had no leak. The surgical procedure was extended for more than thirty minutes.

Event description:
According to the reporter, while creating anastomosis and when connecting the colon and rectum in a robotic laparoscopic colon resec tion, the device partially fired. Some of the staples were still straight and loose staples were around the anastomotic area. The surgeon had to hand suture over the anastomosis because the staples did hold and to ensure that the patient had no leak. The surgical procedure was extended for more than thirty minutes. Two days after the surgery, the patient had white blood cells count went up; the surgeon scanned and there was a leak. The patient had to undergo exploratory laparotomy, robotic procedure and suturing was done to repair a small hole at the anastomosis site. The patient had to extend hospitalization.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while creating anastomosis when connecting the colon and rectum in a robotic laparoscopic colon resection, the device partially fired. Some of the staples were still straight and loose staples were around the anastomotic area. The surgeon had to hand suture over the anastomosis because the staples did hold and to ensure that the patient had no leak. The surgical procedure was extended for more than thirty minutes. Post operatively, the patient had a leak were returned to the operation room to repair a small hole at the anastomosis site. The patient had to extend hospitalization.